Manufacturer narrative:
An event regarding pain and elevated metal ion levels involving a rejuvenate modular device was reported. The event was not confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: documents provided: operation report dated (B)(6) 2012. The procedure was performed for end-stage osteoarthritis of the hip. Review of the operation report reveals no deviation from a standard posterior approach to the hip. No specific mention was made about preparation for assembly of the modular parts regarding removal of extraneous materials, blood, fat, etc. Confirmation: I can confirm that the initial operation was performed since I do have the operation report. I cannot confirm the revision procedure since I have no office notes, no operation note and no x-rays to review. Root cause: I cannot determine the root cause of this event without supporting documentation including medical records and serial x-rays. I certify that I have completed the medical risk assessment form to the best of my abilities as a healthcare professional and that my opinions reflect my personal an independent medical judgment and analysis. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain and elevated metal ion levels is considered to be under the scope of this recall however event is not confirmed. No further investigation is required.

Event description:
It was reported that the patient is asymptomatic. Information received from legal: plaintiff alleges the left rejuvenate hip implanted on (B)(6) 2012 failed causing pain and elevated metal ion levels. Plaintiff has not yet scheduled revision surgery. Suit filed in (B)(6). Update 10/february2021 wg: rep reported the patient's left hip was revised. As reported: "patient's hip was painful." A rejuvenate modular stem construct, biolox head, sleeve and liner were revised. Rep confirmed that no further information will be released by the hospital or surgeon.